Event description:
Device 2 of 2. Reference MFR. Report#:1627487-2018-11221. Additional information received indicated that this patient did not have any abbott devices implanted. Therefore this complaint will be made non-reportable.

Event description:
Device 2 of 2 : reference MFR. Report#: 1627487-2018-11221. Follow-up information revealed the patient is not an abbott patient and may be implanted with a competitors device.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-11221. It was reported the patient's system failed approximately a year ago. As such, the patient was to undergo surgical intervention on (B)(6) 2018, to address the issue. No other information is known at this time.